Manufacturer narrative:
Date sent to the FDA: 2/14/2021. Additional h6 clinical code: e19. Additional b5 narrative: it was reported that the patient underwent partial mesh removal on (B)(6) 2018 due to infection, pain, abscess and adhesions. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an unknown event. No additional information was provided.